Manufacturer narrative:
This device was not returned and the cause could not be integrated. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The connection of the scope and processor had defect. After detection, the slot of scope was damaged. Contacted for repair. This event occurred at the time of during inspection. There was no report of patient harm.